Manufacturer narrative:
Medtronic received the following information from a journal article entitled; stent graft implantation and superselective embolization with liquid embolic agent, onyx for iatrogenic common iliac artery pseudoaneurysm and persistant endoleak kim w <(>&<)> choi j vascular specialist international. 35(2):101-104 https://doi.org/10.5758/vsi.2019.35.2.101. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent a procedure where two unknown self- expandable stents were implanted <(>&<)> a fem-fem bypass was performed to treat a chronic total occlusion of the right cia and diffuse stenosis of the left iliac segments. Two years later a 2.5-cm saccular pseudoaneurysm of the right cia was incidentally found during a lumbar spine evaluation. The patient underwent an evar to treat this. A sheath was cannulated into the pseudoaneurysm with the planned use of a liquid embolic agent in the case of t1e despite post¿adjuvant balloon dilation. Next an endurant iliac limb stent graft was deployed to the infra- renal segment of the aorta. The patient had a large inferior mesenteric artery (ima) of least 3 mm in diameter. To reduce the risk of bowel ischemia, the physician intentionally placed the proximal edge of the stent graft, just below the ima opening, which was not covered by the stent graft. Follow-up angiography showed the presence of a persistent t1e originating from the right aspect of the proximal landing zone into the pseudoaneurysm. Attempts to exclude the type ia endoleak using repeated balloon dilation of them stent graft were unsuccessful. Since the endoleak channel was engaged endoluminally with the microcatheter, the type ia endoleak and pseudoaneurysm were embolized using the liquid embolic. Completion angiography confirmed successful embolization of the type ia endoleak and preservation of the ima. A cta at 1 year demonstrated the absence of endoleak or pseudoaneurysm recurrence. No additional clinical sequelae were provided and the patient is fine.